Event description:
During a meniscal repair procedure utilizing a fast-fix 360 curved needle delivery system, it was reported that the surgeon attempted to use the device but, it failed to deploy. Backup fast-fix 360 curved needle delivery system was available and the procedure was completed successfully. (B)(4).

Manufacturer narrative:
Two device(s) were returned for evaluation for complained issue ¿pre-deployed out of package¿. One insertion needle (fully deployed) and two implant/suture constructs were received. Visual inspection of the insertion device confirmed that t1 and t2 are deployed and off the needle. The inserter was identified to be in the t1 deployment position. One implant/suture construct was observed to have biomaterial present under magnification. It would be expected that a pre-deployed device would be returned with the implants loaded but not fully seated in the rail of the inserter. The second set had no biomaterial present but was confirmed to have a broken t1 implant. It is unknown what returned devices the 2 (two) implant/suture constructs are from. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).